Event description:
A purchasing agent reported that an intraocular lens (iol) was exchanged due to an undesired outcome. The incision was enlarged to exchange the iol for a different model lens. Additional info has been requested.

Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 10/11/2010, 10/13/2010, 10/19/2010, 10/22/2010, 10/26/2010, and 11/01/2010 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).